Manufacturer narrative:
(B)(4). The rt268 infant dual heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Manufacturer narrative: method: the complaint rt268 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (fph) in (B)(4) and was visually inspected. The heaterwires in the inspiratory and the expiratory limbs were electrical resistance tested using a calibrated multimeter. Results: no physical damage was observed to the returned breathing circuit. The heaterwire position was also correct. The electrical resistance test results were all within specification. A lot check revealed no other complaints of this nature for lot number 140801. Conclusion: we are unable to determine what may have caused the problem experienced by the healthcare facility as no fault was found with the returned rt268 infant breathing circuit. However, it is possible that the reported fault was influenced by environmental conditions. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple set-up and environmental factors. Our user instructions indicate in pictorial format the correct set-up and proper use of rt268 infant dual heated evaqua2 breathing circuit, and state the following: "check breathing circuits for condensation every 6 hours and drain if required." "Check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm."

Event description:
A healthcare facility in (B)(6) reported that condensation was observed in the rt268 infant dual heated evaqua2 breathing circuit during use on a patient. No patient harm was reported as a result of this incident.